Manufacturer narrative:
The device was not returned for analysis. The investigation was completed, however, and noted the root cause of access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Post procedure, a groin complication occurred after removal of the impella cp device. The peel-away sheath was accessed with .035 wire to maintain access for perclose. The sheath was removed after contra-lateral access and femoral artery balloon inflation. Perclose x2 deployed, second perclose failed and third perclose was deployed, protomine was given and there were no visible signs of bleeding at said moment. A moderate soft hematoma was noted after drape removed. Manual pressure held while the patient was moved to holding area for recovery. After arriving to holding area, femstop was applied. It is unknown if blood products were administered. The status outcome of the patient following the event was indicated as unknown.